Event description:
After using the urological resection electrode for about 30 minutes the wire tip broke off during resection. No impact to the patient.======================manufacturer response for electrode, electrosurgical, urological (per site reporter).======================there was a great deal of confusion and I was first told to dispose of the device.